Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion the pump was alarming no disposable. Per reporter, the alarm was silenced and settings reviewed (res vol 48.9 ml, rate 2.2 ml per hr, volume given 49.85 ml). Reporter stated the pump was still beeping after reviewing the settings. Troubleshooting was performed but was unsuccessful. The patient was redirected to the clinic for further instructions. No symptoms were reported.